Manufacturer narrative:
We received further information from the user that the event occurred during helicopter flight. Furthermore, other than initially reported the device did not alarm for "check connections, circuits and restart", the user checked the connections and circuits, and restarted the device after noticing no inspiratory waveform on the screen. The affected oxylog 3000 was manufactured in august 2009 and was analyzed by a draeger technician during repair. Evaluation of the log entries confirmed the reported error message ¿vvent out of range¿; this error indicates that the voltage to control the inspiratory valves is out of range. The failure could be reproduced and a broken solder joint on the pcb that routes the sensor and valve signals was determined to be the root cause. In case of this failure the device generates optical and acoustical alarm and stops ventilation. An alternative ventilation device (e.g. Ambu bag) has to be kept ready, as described in the instructions for use. Evaluation of the complaint database showed no similar complaint within the last three years.

Event description:
Please see initial-report.

Manufacturer narrative:
The investigation was started but is not yet concluded. The investigation result will be reported in a follow up-report.

Event description:
The customer reported that while transporting a patient, the oxylog 3000 stopped ventilating the patient and the message "check connections, circuits and restart" was posted on the screen. This was done, then the message "v-vent out of range, call dräger" was posted on the screen. The patient was manually ventilated for the rest of the transport. No patient injury was reported.